Manufacturer narrative:
The investigation into the introducer damage ¿ mechanical issue has been completed since the original report was submitted. The device was not returned for investigation. The cause of the introducer damage issue was not determined since product/images were not returned. In accordance with updated procedures, section d6 has been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 78-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that there were introducer issues. The staff was serial dilating the right femoral artery up to 14 french x 13 centimeters peel away sheath and the doctor claimed there was damage to the dilator. Upon assessing the dilator, no cracks were found. The doctor used a 14 french x 25 centimeters peel away sheath and dilator without issue. The doctor felt the introducer was flimsy and felt there was possible kinking and cracking of the dilator.